Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was implanted during an esophageal stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat an 11 cm stricture due to esophageal malignant cancer located above the lower esophageal sphincter (les). The patient had reported that he could not eat or drink. Reportedly, the patient anatomy was not tortuous, but the stricture was very tight. The patient was undergoing chemotherapy at the time of the event. The procedure was completed successfully on (B)(6) 2013, with no reported issue and the patient was stable. About three weeks post procedure, the patient returned to the hospital complaining that he could not eat or drink again. The physician endoscopically assessed the stent and found that it had migrated into the stomach. The migrated stent was left inside the patient's stomach due to the physician's assessment of the patient's condition. On (B)(6) 2013, the physician placed another ultraflex esophageal ng stent into the esophagus. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact event date is unknown, the complainant reported that the stent migrated within the three weeks (B)(6) 2013. (B)(4). The complaint information indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.